Event description:
Complainant emailed a report of an incident that she was at the grocery store when a wheel broke off, causing her to fall, and be badly hurt. No further info has been received on the incident. Extent of the alleged injury is unk. If add'l info becomes available a supplemental report will be filed.